Manufacturer narrative:
As received, only the distal end of the lead was retuned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection revealed the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported dislodgement could not be conclusively determined.

Event description:
During follow-up, increased threshold was observed due to lead dislodgement. The lead was explanted and replaced. The patient was stable and experienced no adverse health consequences.